Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment analyzed.

Event description:
It was reported that the lead was fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had dislodged and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment analyzed.